Manufacturer narrative:
In response to FDA report number: mw5095658.

Event description:
Patient also reported via regulatory agency "experiencing lots of health issues, severe migraines, heavy night sweats, joint and muscle pain, weight gain, hair loss, skin rashes, back and neck pain, neuropathic pain, dizziness, vertigo, weakness and fatigue, gut problems, diarrhea, bloating, dairy and gluten intolerance, high estrogen, low progesterone, low testosterone and low antimullarian hormone"; these events are not device related.

Event description:
Patient reported left side "ruptured implant with severe infection in it, leukocytes with enlarged cores over a large mass" diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and rupture.

Event description:
Patient reported left side "ruptured implant with severe infection in it, leukocytes with enlarged cores over a large mass" diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d4.

Event description:
Patient reported left side "ruptured implant with severe infection in it, leukocytes with enlarged cores over a large mass" diagnosed by ultrasound. Device has been explanted.